Manufacturer narrative:
Updated section h6 (component code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). One fogarty embolectomy catheter was received for evaluation. The report of a catheter snapped was confirmed. As received, the catheter body was completely broken next to y-adapter. Cross surface of broken section appeared uneven and rough. Catheter body matched at the broken location. Finally, no other visible damage was observed from catheter body. Laboratory findings were aligned to the customer photos. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Additionally, there are current controls in place to prevent this type of malfunction in our manufacturing process. All events will continue to be reviewed and monitored.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this fogarty embolectomy catheter snapped (see image provided). Additional intervention to remove detached part from inside the patient not required. There was no allegation of patient injury. Patient demographics were not available. The device was available for evaluation.